Event description:
It was reported the patient passed away. The cause of death was not reported however it was noted that the patient had undergone an autopsy. The company employee had the patient's explanted device and requested that programming data be reviewed to assess if a device malfunction had occurred. It was noted that the patient may have been exposed to defibrillation. Further follow-up with another company employee found that the patient's physician did not believe the cause of death was related to the device. However it was unclear why a device malfunction was suspected and if it was suspected to be related to the patient's passing. The programming data provided did not indicate a device malfunction was occurring. No additional relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: initial report inadvertently left out sr detections the week of the event. Brand name, corrected data: initial report inadvertently reported "pulse gen m106" instead of "pulse gen model 106". Evaluation codes, method, corrected data: initial report inadvertently left out code (B)(4).